Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip ejection spring in the reported problem area of the pipette assembly was defective. The plunger clamp, tip clamp, and lld contact spring were replaced. The instrument was tested without further problem and returned to service.